Manufacturer narrative:
The 420901 trumatch pin guide set right associated with this report was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. A design file review was conducted and confirmed the CT image segmentation, proposal design and guide design were completed within trumatch specifications. A femoral pin guide and bone model were created and functional tested with a good fit. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trumatch pin guides did not fit the patient's anatomy, especially on the femur.